Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing lead impedance greater than 3000 ohms and atrial tachy response (atr) events with noise and loss of capture (loc). Technical services (ts) was consulted and identified signal artifact monitor (sam) episodes due to noise in the ra lead. Further information received, indicates that reprogramming configurations were performed. Patient is awaiting lead revision. This ICD in service. No adverse patient effects were reported. Additional information was received. Atrial lead fracture was identified and replacement is being considered. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide additional information on the event description. This investigation will be updated should pertinent information become available in the future

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing lead impedance greater than 3000 ohms, and atrial tachy response (atr) events with noise and loss of capture (loc). Technical services (ts) was consulted and identified signal artifact monitor (sam) episodes due to noise in the ra lead. Further information received indicates that reprogramming configurations were performed. Patient is awaiting lead revision. This ICD in service. No adverse patient effects were reported.